Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of unit's power supply. Unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported the panorama central station's wireless transceiver (tim) had no power, which may have affected telemetry monitoring. No patient injury was reported.